Manufacturer narrative:
Based on historical data, possible causes include stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited crystallization at the distal end of the insertion tube. There was no patient involvement.